Event description:
A pt with a history of htn, cad and smoking (current), was admitted for stenting to a very calcified and tortuous rca. The site was predilated twice with a 2.5x15mm maverick. The cypher did not cross the lesion. The physician wanted to retract the cypher into the amplatz r1 gc, but did not feel comfortable to be pulled the gc back without retracting the sds into it; the stent was still on the balloon. When the gc was removed, it was noted that the stent had dislodged into the aorta. They had it on the guidewire and attempted to snare it in the iliac artery, but could not get the stent into the sheath. The stent embolized into the right leg, where it remains. They are no plans to retrieve the stent. The pt is reportedly fine.